Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user's test strips had a poor storage (kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The pharmacist, is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 225 and 555mg/dl. The customer's expected fasting blood glucose test result range is 130 to 150mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification,customer stores the product in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 01/15/2015 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(4). The customer has not made any recent changes in the diet, exercise regimen or medication. The customer is testing three times a day (fasting). The customer is storing the meter and test strips in the kitchen; informed the customer of the proper storage that is recommended by the manufacturer.